Event description:
A medical doctor reported that an intraocular lens (iol) had to be exchanged due to a missing haptic. In a follow up, the doctor reported a broken haptic was noted following implantation of the iol. During removal of the lens, the posterior capsule ruptured. The lens was removed and replaced during the same surgical procedure. There were no unplanned surgical interventions. The patient was receiving normal postoperative care on the first postoperative day. The surgeon reported it was unknown if the device caused or contributed to the event. An unapproved viscoelastic was used during the surgical procedure.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. A cartridge, a handpiece, and an unapproved viscoelastic were used. Product history records could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause was most likely related to failure to follow the dfu. File indicated that an unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested and received. (B)(4).